Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported a patient required placement of a PICC line in the superior radial vein of the right elbow in (B)(6) 2026 for chemotherapy. After four chemotherapy sessions, drug extravasation was observed, and the patient experienced pain and swelling in the hand. Upon catheter removal, a transverse tear was found in the catheter approximately 7¿8 cm from the puncture site. No further information was provided.